Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was unknown. After troubleshooting, customer was able to clear air bubbles and was advised that reservoir would be replaced.